Event description:
Consumer complaint of low blood results. Customer states the he feels well and requires no medical attention. Customer's expected blood results are 120-122mg/dl fasting. Verified the strips expire 10/15/2017. Customer confirms the strips are stored properly and that the strips were first opened (B)(6) 2015. Customer performed back to back blood test, 87mg/dl and 86mg/dl fasting. Reviewed meter memory: 79mg/dl, (B)(6) 2015, 10:03:17 am, fasting: yes; 67mg/dl, (B)(6) 2015, 10:00:00 am, fasting: yes; 98mg/dl, (B)(6) 2015, 10:00:00 am, fasting: yes; 84mg/dl, (B)(6) 2015, 10:00:00 am, fasting: yes; 77mg/dl, (B)(6) 2015, 10:00:00 am, fasting: yes. No adverse event reported.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction:user's test strip had poor fill or user had an inaccurate reference or user reused test strip.

Event description:
Consumer complaint of low blood results. Customer states that he feels well and requires no medical attention. Customer's expected blood results are 120-122mg/dl fasting. Verified the strips expire 10/15/2017. Customer confirms the strips are stored properly and that the strips were first opened (B)(6) 2015. Customer performed back to back blood test, 87mg/dl and 86mg/dl fasting. Reviewed meter memory: (B)(6). No adverse event reported.

Manufacturer narrative:
Internal report#:(B)(4). Product not yet returned for evaluation.